Event description:
This lead was explanted and replaced due to leak block. There were no adverse pt events reported. The hospital retained the device. Should add'l info be received, this file will be updated.